Manufacturer narrative:
Initial reporter's name and email address was not provided. Initial reporter occupation was not provided. The product was discarded by the facility and not returned to 3m for evaluation. Based on the problem description it appears to be a hex leak. Product lot # hx8231 was produced prior to corrective action implementation. Scar# aaue-b7jmbl was issued for hex leaks. 3m will continue to monitor. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger ¿ high flow fluid warming set (model 24355) leaked fluid from the port portion on the inlet side during priming. Further details were not provided. The set was discarded by the facility. No injury was alleged.

Manufacturer narrative:
Correction-no adverse event or injury occurred related to this incident.